Event description:
This is being filed to report the clip failed efaa. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve. While establishing final arm angle (efaa) the second time after lock line removal, the clip opened. The clip was closed tight and deployment continued without issue. The clip did not open post deployment. Per the physician, the thickened leaflets may have caused the device to open. Two additional clips were implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the available information, the reported clip failing efaa appears to be due to challenging patient anatomy. There is no indication of product issue with respect to manufacture, design or labeling.